Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. The initial reported event was received on (B)(6) 2016. Of note, the reportable adverse event [infection] is normally submitted via alternate summary report (asr) submission that would have been due on submission date [(B)(6) 2017]. Information was subsequently received on [(B)(6) 2017] and revealed the lead tested out-of-specification. This event no longer qualifies for alternate summary report (asr) reporting and is therefore being submitted as a bimonthly report. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016; 5076-85 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a large hematoma. The implantable pulse generator (ipg) system was explanted and replaced due to pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.